Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) cautions: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction". The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the presence of adhered dust, dirt and foreign matter such as the remainder of the chemical liquid on the electric contact points.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During troubleshooting the technical assistance center recommended wiping the connectors with a lint free gauze pad and blowing out the connector with canned air which resolved the issue. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use, upon being plugged in, the unit produced a scope communication error message. Another unit was used for the procedure.